Event description:
A pt had been supported with biventricular assist devices (left ventricular assist device and right ventricular assist device) for six months when pt began to exhibit some signs of neurological compromise. Examination of the left ventricular assist device showed thrombus formation along the inflow and outflow portion of the blood sac and edges of the housing. The left ventricular assist device was explanted and replaced. The pt recovered well after the ventricular assist device.